Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the connecting tube had a dent, the charged coupled unit was broken, the universal cord was scratched, the light guide rod lens was scratched, the plug unit had damaged housing, and the control unit angulation was at less or specified value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii bronchovideoscope had loss of image issue when moving the control unit. The issue was found during diagnostic selective orotracheal intubation check. The procedure was completed using the same device with no delay. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the loss of image was the charge-coupled device-unit was broken while the user was handling the device . Olympus will continue to monitor field performance for this device.